Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a right inguinal hernia. It was reported that after implant, the patient experienced adhesions, nerve entrapment, recurrence, and nerve pain radiating to foot. Post-operative patient treatment included revision surgery, hernia repair with mesh, nerve biopsy of right ilioinguinal nerve, soft tissue debridement, and mesh removal.